Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. All connections were inspected and cleaned. No problems could be found. The gib board and the software upgrade were installed during the service call. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 locked up during a procedure. The system was reinitialized and the procedure completed. There was no adverse pt involvement reported.